Event description:
Device malfunction: clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a common femoral artery after an unspecified procedure. Reportedly, after clip deployment, the clip was found to be in the distal end of the sheath. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.